Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain. Lead dislodgement on competitor pace/sense was observed via x-ray. Two days later perforation was noted. A pericardial window was performed. Rv hv lead was repositioned and used for high voltage and pace/sense. Competitor pace/sense lead was capped. The patient was recovering well post-procedure.